Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5586 implantable pacing lead 2007 (B)(6); 310c29 tissue valve 2007 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early due to "excessive and high" right ventricular lead thresholds and output. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.